Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl w/lm instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument and resulted higher. The sample was repeated in duplicate on an alternate dimension exl instrument and both results matched the higher result. There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The cause of the discordant, false negative hcg result is unknown. Siemens is investigating this issue.